Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an eftr procedure in the fundus of the stomach, performed on (B)(6) 2025. During the procedure the velcro strap broke. The nurse assisted manually, and the procedure was completed successfully. There were no patient complications as a result of this event. Note: the complainant reported that the device was used in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the fundus of stomach.

Manufacturer narrative:
Block h2: correction: this event was reported by the bsc sales representative, imdrf device code a0401 (band ligation suture break) does not apply to this event. The suture did not break, only the velcro strap broke. H6 has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an eftr procedure in the fundus of the stomach, performed on (B)(6) 2025. During the procedure the velcro strap broke. Later, during the installation of the ligation device, the suture broke. The nurse assisted manually, and the procedure was completed successfully. There were no patient complications as a result of this event. Note: the complainant reported that the device was used in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the fundus of stomach.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of band ligation suture break.